Manufacturer narrative:
Product evaluation: an event of patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from the family through abbott's patient device tracking department indicated that on (B)(6) 2017, a 31mm epic valve was implanted. Per the comment from the wife, the patient did not recover from surgery and died on (B)(6) 2017. The wife noted that the new valve provided hope to the patient. Several attempts were made to obtain additional information from the hospital but no further information was provided. Implanting md: (B)(6). Facility: (B)(6).

Event description:
Information received from the family through abbott's patient device tracking department indicated that on (B)(6) 2017, a 31mm epic valve was implanted. Per the comment from the wife, the patient did not recover from surgery and died on (B)(6) 2017. The wife noted that the new valve provided hope to the patient. Additional information has been requested. Implanting md: (B)(6) md. Facility: (B)(6).